Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was premature battery depletion on the device as the initial device interrogation showed battery longevity at 3.1 years. It was noted that the device showed an implant date 11 months prior to the interrogation date. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.